Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had one stored treated episode and one untreated episode due to oversensing of myopotential noise. During the treated episode, one inappropriate shock was delivered. The noise was replicated in clinic with isometrics. The system was reprogrammed to the primary vector at 2x. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had one stored treated episode and one untreated episode due to oversensing of myopotential noise. During the treated episode, one inappropriate shock was delivered. The noise was replicated in clinic with isometrics. The system was reprogrammed to the primary vector at 2x. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to oversensing of noise that resulted in inappropriate shock that was previously reported. A new transvenous ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had one stored treated episode and one untreated episode due to oversensing of myopotential noise. During the treated episode, one inappropriate shock was delivered. The noise was replicated in clinic with isometrics. The system was reprogrammed to the primary vector at 2x. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to oversensing of noise that resulted in inappropriate shock that was previously reported. A new transvenous ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.